Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 528 mg/dl. The customer was admitted to the hospital. The customer was treated with humalin and levamir insulin shots. The customer stated that the pump was taken off at the hospital. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform the high pressure test to confirm pump can detect an occlusion.